Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker. Technical services (ts) received and reviewed the reports and noted intermittent undersensing right atrial (ra) channel and potential loss of capture (loc) due to low intrinsic amplitude on the right ventricular (rv) channel. No adverse patient effects were reported. This pacemaker remains in service.